Manufacturer narrative:
Concomitant medical product: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
Additional information received indicated a new implantable neurostimulator (ins) was implanted less than one week prior to (B)(6) 2013, suggesting this ins was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had no longer felt stimulation. It was reported that patient had seen "call your doctor" and "eri" screens. It was explained that patient had been at yoga the previous week and was "doing downward dog or something, and felt it buzzing." It was reported that in the last week or so, the patient had not felt that at all, and had started to feel pain again. It was explained that the patient thought the implant was no longer working. Additional information reported that the patient had a different implantable neurostimulator (ins) implanted less than a week prior to report. It was explained that there had been coupling and communication issues. It was explained that the ins had problems trying to sync and to get charging. It was noted that patient had no coupling bars. It was additionally noted that the patient had been experiencing minimal swelling. It was also added that the ins "might have a little tilt, but not much." Antenna locate feature was performed, and six coupling bars were obtained.

Event description:
It was reported that a patient saw the "elective replacement indicator" (eri) message on their programmer. It was stated that this began "a few days ago". It was noted that the patient started yoga 3 weeks prior to report. The patient could not feel stimulation after yoga the previous week. Further information has been requested. If more information becomes available, a follow up report will be sent.